Event description:
It was reported that a malfunction occurred on the pump, characterized by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to reset the pump with assistance from technical support.